Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex 3d deflectable videoscope was broken. There was a break/detachment between the insertion tube and the camera during preparation for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: h3, h4, h6, h11. This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed and was due to a broken center joint. A definitive root cause cannot be identified. Based on the results of the investigation, the most probable cause of the discovered damage is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.